Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: ap3a.240905.015.a2.s908usqs8fyi2. Hardware: sm-s908u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient¿s spouse reported that, after an unspecified duration of pod wear, the patient experienced elevated blood glucose levels and was subsequently hospitalized on (B)(6) 2025. No specific blood glucose values were reported. The patient was diagnosed with diabetic ketoacidosis and was treated with intravenous fluids during hospital admission. The spouse stated that the patient was discharged the same day. The pod involved is no longer available for investigation. No further information was provided despite multiple good-faith efforts for additional details.